Event description:
It was reported that balloon rupture occurred. A 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.